Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence, should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the information received, digitex needle went through the ligament, took the ball and was stuck closed. The patient was bleeding/heamorage (not transfusion). The surgeon broke the handle, but needle still stuck on the ligament, so he took a big clamp to cut the digitex at the finest level of the head, needle still closed. He cut again at the head level and released the needle. To stop the bleeding, the surgeon made a point of hemostasis with suture wire on the digitex. Confirmation by the doctor that the patient is well. Bleeding area. The bleeding was stopped, the doctor continued the procedure with another.

Manufacturer narrative:
One digitex suture delivery system was received for evaluation. The device was received in two pieces, broken at the malleable portion of the device shaft. The needle of the device was fully extended, and half of the needle housing was cut away at the very distal tip, which is consistent with the reported complaint. It was noted immediately that the malleable portion of the shaft was severely bent (>30 degrees) in multiple directions, however, given the nature of the complaint it is difficult to conclusively say at what point in the surgery the bending occurred based on only this observation. The drive shaft of the device was able to be manipulated back and forth, actuating the needle of the device as well indicating that there was no issue with the dowel pins in the yoke of the needle drive assembly. The kink in the coiled portion of the drive shaft aligning with this location indicates that the malleable portion of the shaft was bent so severely that it caused permanent deformation of the drive shaft which would prevent the needle from actuating. Because the location of the damage on the drive shaft aligns with the external damage when the needle is fully extended, it was concluded that this damage from overbending (use error) occurred while the needle was fully extended. This use error of the device is associated with the root cause of the failure.